Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate shocks for suspected atrial fibrillation with rapid ventricular rate. Electrocardiograms of the rhythm were not stored on the device. No intervention was performed. The patient condition was stable.